Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The right atrial lead exhibited noise. The noise could be reproduced with arm movements. No intervention was performed. The patient would continue to be monitored.

Event description:
New information indicated that the lead continued to exhibit noise. The patient would continue to be monitored.